Event description:
A report was received that following the trial implant the pt was experiencing a severe headache when she stood up. The physician was unaware of a dura puncture during the procedure, but confirmed a dura puncture occurred due to the pt's symptoms. After the trial leads were pulled and the physician performed a blood patch the pt was reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.